Manufacturer narrative:
Updated sections: h6 codes for type of investigation, investigation findings and investigation conclusion, the other codes in h6 remain unchanged from the previous submitted form. The device was returned and analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. The suite of heating and shocking tests could not explain the patient complaint of feeling burned from head to toe. The shocking test does not indicate there is sufficient leakage current to producing shocking or burning sensation. Temperature measurement during charging and therapy does not exceed nominal operating conditions. Device history reports and functional tests all show normal operating conditions, the review of the device's diagnostic data also showed no evidence of a device malfunction. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
It was reported that the patient experienced all sorts of pain throughout his body, he's feeling burned on the inside, gastric problems, feeling electrocuted on his spine and feeling some discomfort in his heart. The doctor is not relating it to the device. Patient met with rep who turned off stimulator and patient stated that the previous burning sensation had subsided. The patient's device was removed. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. A review of the available diagnostic data showed no indications of a device malfunction. Nevro is awaiting the return of the device. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.